Manufacturer narrative:
One fogarty catheter was returned for evaluation. The balloon and balloon windings were missing. As received, the balloon and windings were detached from the catheter and the balloon and windings were not returned. No visible damage to the catheter body was observed. Visual examination was performed under microscope. The customer report of detached balloon was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution. (B)(4).

Event description:
It was reported that the balloon of the fogarty catheter was detached from the catheter during use. The customer noticed that the balloon was detached after the catheter was removed from the patient. An echo was performed and confirmed that the balloon remained inside the blood vessel. A cut-down was performed to remove the balloon fragment and thrombus. There were no patient complications reported. Patient demographic information requested but not available.